Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was observed to be fluctuating for the past few weeks. The customer stated the pump battery gauge charges too quickly. The customer's blood glucose level was not impacted. Reportedly the customer had manual injections as alternate insulin therapy.